Manufacturer narrative:
Philips service reinstalled and secured the cover with tie-wraps. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the cover of a third-party ceiling light fell off and was reattached securely on an azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.